Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result and conclusion will be made available following an engineering evaluation.

Event description:
It was reported that, "as dr (B)(6) was impacting the inserter the implant broke at the flange, we loaded another same size and again the implant broke at the flange."